Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her implantable neurostimulator (ins) was turning off by itself. She has checked the ins with the patient programmer and has seen the ins was off, so she has turned it back on at that time. She hadn't had any electromagnetic interference or medical diagnostic exposure. Her symptoms included feeling pressure in the bladder and subsequent bladder infections, and the symptoms had a sudden onset. The issues began in (B)(6) 2015 and she was taking macrobid medication for the infections. The first infection had cleared and had resolved through taking medication, but she was still taking medications for the most recent infection. She spoke to her healthcare provider on (B)(6) 2015 to obtain more macrobid medication. The patient was to follow up with her healthcare provider to asses the implant further. No potential event cause, troubleshooting, or interventions were reported regarding the ins turning off. No potential event cause or outcome was reported regarding the bladder infections. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported patient was seen by their health care provider on (B)(6) 2015. The patient did not know what led to the device turning off by itself . The health care provider wanted patient to keep a record of it. The patient was advised to be tracking as the device was turning off by itself. It was noted that turning off of the device led to the bladder infection. It was noted that the bladder infection was resolved.